Event description:
It was reported that after a da vinci-assisted hysterectomy - benign surgical procedure, the customer stated that the fenestrated bipolar forceps (fbf) instrument was noted to have a broken/frayed black plastic. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the fenestrated bipolar forceps instrument was inspected prior the use and no damage was reported. The cannula was inspected with a pin gauge. There was no arcing observed. No collision between the instruments was observed during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing; however, the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.